Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block atrioventricular (av) requiring pacing. During ablation, the temperature rose gradually, accompanied by a gradual decrease in power. This was followed by a temperature spike and a steam pop. Physician stopped ablation via the pedal. No changes in impedance were noted. At this point, a complete heart block occurred. Pacing was initiated via the rv catheter. Complete heart block resolved in 1 minute, followed by 2:1 block that resolved in 10-15 minutes. Normal sinus rhythm was restored. Patient was reported to be in stable condition at the time of complaint report. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Steam pop is not reportable. Heart block has been assessed as reportable.